Manufacturer narrative:
There was no product was returned for evaluation as no malfunction was alleged. Even though root cause is unable to be determined, review of the provided information indicates that the patient distress is unrelated to a nuvasive product.

Event description:
On (B)(6) 2017 patient underwent an anterior lumbar procedure at l3/4 levels without reported issues. Post-operative on the same day the patient experienced acute hypoxemic respiratory failure due to acute respiratory distress syndrome. The patient was moved to the ICU and treated with unreported medications and reportedly resolved on (B)(6) 2017.